Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects with a lot of eschar in the knife track and on seal plates. The reported condition was not confirmed. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. Keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, immediately from the start of use, the sealing was incomplete and there was a tendency to bleed. An end tone was heard and no re-grasp alert. The procedure was completed with another device. There was no patient injury.